Event description:
It was reported to philips that the system's image storage space was low, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the planned treatment procedure was completed as planned on the same system as the system was working fine. The philips field service engineer (fse) visited system onsite and confirmed that the image storage was full. To resolve the issue, the fse cleared the data base and verified that there was a lot more space available. System functional tests were performed, and the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The image storage issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.